Event description:
Pump was reported to overinfuse during clinical use. A 400ml bag of heparin was set to infuse at a rate of 42ml/hr. The entire bag infused sooner than intended. No clinical contact was able to be identified and no pt injury was reported. Attempts were made to obtain additional information regarding the pt but no additional information was able to be obtained.